Event description:
Pt was being transferred from geri-chair using the sara-lift. The resident let go of the hold on bar and the strap around her did nor prevent her from falling to the floor(hit head, required trip to hosp). Strap goes under arms and around the back. When arjo called, discovered they had a retro-kit that added a safety strap to the sling.